Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for retriever l5 devices that were shipped to the site, lot numbers 32309, 32359, 32309, 32719, 32743, 32795, 32814, 32847, 32868, 32910, 32981, were reviewed and no anomalies were found that are related to this complaint. The current retriever instructions for use (IFU) lists vessel dissection and perforation as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.

Event description:
This incident involves two separate devices. As a result, two separate mdrs are being submitted. (2954917-2007-00030 and 2954917-2007-00031). The physician was treating an atrial fibrillation patient who presented with a right m1 occlusion. The physician did three pulls with the merci retriever l6 and one pull with a merci retriever l5. On the follow-up CT, the patient had some blood adjacent to the m1 and m2 branches. The physician speculated that some lenticulostriate vessels may be getting avulsed with that much pull. The physician affirmed that he kept the tension steady, and did not jerk or rapidly change the amount of pull. The physician was contacted regarding the age and sex of the patient, date of the event and the outcome of the patient. The physician would not provide the additional information.